Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to reproduce the reported issue. The fse identified several autofill errors in the fault log and significant moisture present in the purge line and purge filter and then successfully performed the water condensation removal process. During functional testing, the fse identified that the solenoid driver board voltages out of range for blood back detector. The fse then installed replacement solenoid driver bd and blood detect tubing. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon receipt of additional information or completion of our investigation. Additional mdrs will be submitted for the fiber-optic and solenoid driver board malfunctions.

Event description:
It was reported that while servicing a unit, the getinge field service engineer (fse) was informed by the customer that the cs300 unit displayed a autofill failure issue. There was no patient involvement, and no adverse event reported.